Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided problem description and service report. Log files from connected ventilator were not attached to this investigation. During further investigation of the reported issue it was found that a wire was damaged and required replacement.

Event description:
Manufacturer's ref. (B)(4)

Event description:
It was reported that the compressor's fuse blown. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
UDI related data quality updates. This event occurred on the indian market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided in initial report: d4 serial # and h4 device manufacture date, correspond to device involved in the event, which is "compressor mini 230v¿. A correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: (B)(4). Corrected primary di number: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).